Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the patient underwent a spinal fusion procedure. During the surgery, the catheter was cut and "left in her spinal incision"; a new catheter was not placed at that time. The managing hcp was not notified of the cut catheter. Subsequently, the patient was admitted to the intensive care unit, due to withdrawal with symptoms of high fevers, severe spasticity, agitation and considerable pain. The hcp chose to intubate the patient and sedate her with intravenous medications. The pt was previously on baclofen 750 mcg/day prior to her spinal fusion surgery. Surgery to replace the catheter was performed in 2009. At that time, her medication was restarted at a lower infusion rate of 650 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.